Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found the glass cap bevel edge and metal cap were not aligned. The glass cap could not rotate within metal cap. The glass cap exhibited severe devitrification at output window and the metal cap exhibited moderate charred detritus adhesion on surface, and indication of slight melting on output window. The white tubing exhibits damage at 12.5 inches from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. No defects were identified that could potentially result in forward firing and functional testing found the aim beam present at the output window and not at the fiber tip. Therefore, the reported allegation was not confirmed. Based on the investigation find that glass cap bevel edge and metal cap were not aligned, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed cap wear. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate the fiber had forward firing.the procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during the laser photo selective vaporization of the prostate the fiber had forward firing. The procedure was completed with a second fiber without clinical consequences to the patient.